Event description:
A fax from the physician with a death follow-up form was received on (B)(6) 2012. The fax indicated that the patient's seizure reduced in response to vns therapy. The patient was receiving therapy at the time of death. The patient's settings prior to prophylactic generator revision (3-5 months prior) were provided. No information on the cause of death was available as the patient was not seen after revision; however, it was marked that the death was not believed to be related to vns. The circumstance of death was documented as doa. The patient's seizures were noted to be secondary generalized, complex partial (2-3 per day), and myoclonic (2-3 per day). The patient did not have a history of cardiac or respiratory problems. The patient was compliant with aeds. The physician also indicated that the last time the patient was seen was (B)(6) 2011. The patient then waited several months to get the battery replaced, but the patient was not seen after replacement. The patient was doa to the ER. No additional information is available. It is unknown where the patient's body was buried; therefore, no attempts for product return can be made. This death event was reviewed and with the available information, has been determined to be possible sudep

Manufacturer narrative:
Date of event; corrected data: this information was incorrectly reported on the initial MFR. Report.

Event description:
Additional information was found within the (B)(6) and it was noted this patient died due to pneumonia, respiratory failure, other and unspecified convulsions. As documented in (B)(4), the national death index (ndi) was queried for deaths occurring through (B)(6) 2012 for all us patients with epilepsy to identify vital status and cause of death information.

Event description:
On (B)(6) 2012, it was reported that this vns patient passed away due to sudep on (B)(6) 2012. Attempts for additional information are underway. Programming history was reviewed and diagnostics from the date of implant were okay. The patient's device was programmed on at the time of implant.

Manufacturer narrative:
Review of programming history.